Manufacturer narrative:
(B)(4). The reported field event of the inability to communicate with the device was not confirmed in the laboratory. The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and using automated testing equipment, and no anomalies were found. The root cause of the por was due to exposure of the device to MRI.

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in back-up vvi. Patient had undergone MRI exam in emergency on the day of reset without reprogramming the device. Physician believes that the device has reached eol. Telemetry contact could not be established. Device was explanted and replaced.